Manufacturer narrative:
Additional information was received that the culture results were not made available to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were swelling, irritation, redness and the pocket site started oozing with infectious fluid. Physician confirmed that infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model : sc-8216-50, serial : (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were swelling, irritation, redness and the pocket site started oozing with infectious fluid. Physician confirmed that infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and did well post-operatively.